Event description:
It was reported that the patient presented for a routine device change out procedure. Upon interrogation, the atrial lead exhibited noise resulting in inappropriate auto mode switch (ams) episodes. The physician capped and replaced the atrial lead on (B)(6) 2022. The patient was in stable condition.